Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the display on the video system center was dark. Even after turning off and on three different times, the issue continued. The issue was found during a test procedure. There procedure was completed. There was no further information provided by the customer regarding the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no abnormalities in places that could be visually confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.